Event description:
It was reported during a re- implant procedure on (B)(6) 2019, the physician was unable to implant the patient's leads due to patient's anatomy. In addition, 2 cerebrospinal fluid (csf) leaks occurred. Blood patches were performed. As such, the procedure was abandoned.